Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd needle filter epidural gelman¿ leaked during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: two samples and photos from the implicated lot were returned for evaluation. Review of the received samples and photos concluded that the two units appeared to have cracks on the inlet ports. Both units were tested and found to leak only from these areas. A review of the manufacturing process found nothing that could have caused the damage observed on the returned filters. As such the root cause is determined to be a post manufacture application error. Additionally, the photos supplied appear to show a 5ml syringe being used during testing. It is not recommended to use syringes with low volumes, as these can create pressures which exceed the product specification. Lot review: the manufacturing records for the potentially implicated lot was reviewed and confirmed no discrepancies or anomalies were found. Investigation conclusion: root cause is determined to be a post manufacture application error. Additionally, the photos supplied appear to show a 5ml syringe being used during testing. It is not recommended to use syringes with low volumes, as these can create pressures which exceed the product specification.